Event description:
The customer reported that the system repeatedly cut out and lost power. This results in an inability to perform fluoroscopy. There is no report of injury or death associated with the event described in ths complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.